Event description:
The following report received from qa specialist in baxter another country: the patient with chronic renal insufficiency was under hemodialyisis (hd) treatment for 3 years. Currently the patient has twice routine hd treatment and once hemodiafiltration (hdf) every week. On the day of the event, approximately 30 minutes into hdf treatment (dry body weigh (prior to this treatment), the patient complained of chest distress, and shortness of breath. After 5mg of dexamethasone i.v, the patent condition improved, the hdf treatment was continued and oxygen was administered. In 2 hours later, the patient again complained of shortness of breath, chest distress and was not able to continue the treatment. Per patient request the treatment was terminated. Post treatment patient¿s assessment indicated obvious edema on the face and extremities. The blood pressure increased from 148/66mmhg to 200/100mmhg. As a result of that the patient was moved to another machine only for simple ultrafiltration treatment for 5 hours. After the second treatment, the patient¿s statue improved significantly, with no further medical intervention. No additional information available at this time.

Manufacturer narrative:
Baxter performed visual and functional evaluation of the instrument after the incident. During the inspection, the needle of the uf removal regulator was found broken. The event history of the instrument was reviewed and several pressure alarms were found. The reported problem was duplicated by running two hours uf accuracy test. After replacement of the needle, another test was performed and the device was found within specification. Finally the device was placed back into service fully operational. If additional information is discovered a follow up report will be submitted.